Manufacturer narrative:
The reported failure of machine flow sensor is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging that a trilogy evo USA ventilator experienced an inoperative error during power-on. The device was not in patient use at the time of the reported event. No harm or injury was reported. During a remote service call with a third-party service center, the customer reported that the blower calibration failed. Review of the event log identified an error indicating that the fluctuation of the flow sensor deviated from the specified standard. The customer was advised to replace the machine flow sensor. If the issue persists, replacement of the system printed circuit board was recommended. The customer is responsible for completing the device repair. A final report is being submitted. If additional information becomes available following completion of the device repair that impacts the investigation findings or the medical device reporting determination, a supplemental report will be submitted.